Event description:
It was reported that this programmer emitted smoke and eventually did not power on. A replacement was recommended. This programmer was out of service. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the programmer was forwarded to detailed analysis for further investigation. It was revealed that the unit power failed soon after the power button was pushed. There were some parts that were damaged and was replaced. This programmer now passes all incoming tests.

Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this programmer emitted smoke and eventually did not power on. A replacement was recommended. This device remains in service. No adverse patient effects were reported.